Manufacturer narrative:
Technical evaluation: the device hypotube kinked at the transition to the shaft of the catheter. The kink bent the hypotube to the point of breakage. The device cannot be used as a separator, cannot be inserted. Conclusion: this damage might have occurred during the manufacturing process. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0255/a (sa, reperfusion catheter 032), lot number l11519. The lot has (B)(4) associated with it: (B)(4) for failed hub air aspiration test; initially (B)(4) units failed hub aspiration. The entire lot was inspected for leaks and sorted. (B)(4) for visual wrinkles on the distal end of laminated extension, where (B)(4) units have been rejected. In addition, multiple units have been rejected at different stages of the manufacturing process and visual inspection stages. Rejects have been handled through penumbra standard procedures. The quantity released passed all the visual and testing requirements. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Even though the parts released in this lot met process requirements, the units have been handled multiple times during the re-packaging, testing and inspection per (B)(4) disposition may have contributed to the incident.

Event description:
A catheter kinked before a procedure.